Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014. Manufacturing date and expiration date unavailable.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions revealed the right ventricular (rv) lead was over-sensing noise. Programming changes were made to resolve the oversensing. The patient had no adverse consequences.